Event description:
On (B)(4) 2013, it was reported that the physician's handheld does not hold a charge due to the charging port on the handheld being loose. The physician does know when the handheld first stopped holding a charge, but estimates it was about a month prior to the initial report. No mishandling, drops, or falls to the equipment has been reported. No patients were affected by the issue, per the nurse. The handheld has not yet been returned to the manufacturer. No other information has been provided.

Manufacturer narrative:
.